Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. Linked MDR's 2029214-2017-01330. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open at the distal segment during a flow diversion procedure. It was reported the device was prepared as indicated on the instruction for use. The device was used to treat the patient's saccular cerebral aneurysm. The patient's vessel tortuosity was reported as normal. After more than 50% of the pipeline braid was deployed, the distal end failed to open. This device was removed from the patient. The device was removed from the patient. A new device was used to treat the patient. No injury reported.

Manufacturer narrative:
Age at event; additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the reported pipeline flex embolization device (ped) was received and evaluated. As received, the ped braid was detached from its delivery wire. Both ends of the pipeline braid were found fully opened, but the severely frayed. No other anomalies were observed. Based on the product analysis, the report of ped braids did not open at the distal segments could not be confirmed. The cause to braid damages could not be determined. Ped braid damage is one of the possible cause of ped failed to open. The ped instruction for use states" caution: if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline flex embolization device against resistance may result in damage or patient injury." All devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.